Event description:
Boston scientific received information that this chronic right ventricular (rv) lead exhibited some out of range shock impedance measurements. All other measurements were normal and stable. The patient had recently undergone a device change from an abdominal implant. The shocking vector was changed and the values were then within range. The patient will continue to be monitored. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.